Manufacturer narrative:
Service was not dispatched for this event as the root cause was identified during troubleshooting. Use error is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained ind flagged troponin (accutni) qc results. The issue is associated with the access 2 immunoassay system. Hotline instructed customer to verify the accutni reagent pack was placed in the correct slot. Customer confirmed there was no accutni reagent pack in the reagent slot. Customer found the reagent pack and removed it from the carousel. Per customer, the reagent pack had not been punctured. No patient results were generated in connection with this event.